Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the gripper actuation issue. It was reported the mitraclip procedure was performed to treat grade 3-4 functional mitral regurgitation (mr). The clip (10130u266) was advanced, when testing the gripper arms, it was observed that the posterior gripper arm was not lowering. Troubleshooting steps were performed, but the gripper arm did not lower. The clip was not implanted and was removed without issues. Another clip (10130u288) was advanced and was implanted. It is possible sufficient leaflet was not captured, because the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted stabilizing the slda clip. Mr was reduced to 1-2. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported single gripper actuation issue was confirmed during the returned device analysis as it was observed that the gripper cover was caught in the harness resulting in lowering difficulty of one gripper arm. After the lock lever was advanced to lock the clip, the harness released the gripper cover and the gripper arm could then be lowered as intended. Additionally, the gripper cover assembly tabs were observed to be broken. It was noted that the gripper lever cap (no tactile marker) and gripper lever latch were returned separated from the device. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. The observed product quality problem (irregular appearance) was due to the gripper cover getting caught in the harness. Based on the information reviewed, a potential product issue was identified due to the observed product quality problem resulting in the single gripper actuation issue. The engineering group determined that the reported event of difficult to open or close (single gripper actuation) is related to occasional clip delivery system (cds) manufacturing variability and user technique. While no product nonconformance was identified, abbott is evaluating additional manufacturing controls to reduce variability and mitigate the potential for the gripper cover to be caught in the harness. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Additionally, the investigation determined the material separation (gripper cap - no tactile marker) and material separation (gripper lever latch) appear to be related to a potential product issue. The investigation concluded that the observed material separation of the gripper lever latch and the gripper lever cap are related to tensile variability in the gripper cap assemblies, misuse cases of pulling on the latch instead of the gripper lever cap, and inappropriate environmental storage conditions. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Lastly, it is likely that the observed broken gripper lever assembly tab was influenced by the postprocedural handling/storage/transit conditions when the device was returned to abbott vascular as no damage to the gripper lever assembly was noted during the preparation/procedure by the user.